Manufacturer narrative:
Sanofi company comment dated 22-sep-2016: this case concerns a patient who experienced urticarial and pruritic rash after receiving synvisc injection. Based upon the information provided the causal role of product in the occurrence of the events cannot be denied, however since there is no information regarding the technique of injection and the conditions under which product was administered a complete assessment cannot be made. Furthermore, the patient reported receiving injections in the past twice that were tolerated which acts as confounding factor in the causal role assessment. Also, the possibility of an iatrogenic reaction can also be not ruled out in this report. A detailed case assessment can only be made after relevant information is available.

Event description:
Hives all over body including face [generalized urticaria]. Intense itching, recurring rash over body [rash pruritic]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 14-sep-2016 from health authority of united states (USA-FDA) (health authority number:mw5064117) from a patient. This case concerns a patient with unspecified demographics who started treatment with synvisc and later after unknown latency the patient had hives all over body including face and intense itching, recurring rash over body. The concomitant medication of the patient included moexipril for high blood pressure and diphenhydramine hydrochloride. The patient had received synvisc injection in both knees in the past in 2014 without any reaction. No medical history was reported. On an unknown date in 2016, the patient started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for osteoarthritis in both knees. On (B)(6) 2016, after unknown latency, the patient had hives all over body including face and intense itching, recurring rash over body. The physician started the patient on a 10 day regimen of prednisone along with diphenhydramine hydrochloride (benadryl) as needed. Unfortunately, the prednisone did nothing to alleviate the hives and they were still persisting 3 weeks later. It was reported that the event did not abate after decrease of dose or after stoppage. Action taken: unknown. Outcome: unknown for intense itching, recurring rash over body and not recovered for hives all over body including face a pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: required intervention and important medical event for both the events pharmacovigilance comment: sanofi company comment dated 22-sep-2016: this case concerns a patient who experienced urticarial and pruritic rash after receiving synvisc injection. Based upon the information provided the causal role of product in the occurrence of the events cannot be denied, however since there is no information regarding the technique of injection and the conditions under which product was administered a complete assessment cannot be made. Furthermore, the patient reported receiving injections in the past twice that were tolerated which acts as confounding factor in the causal role assessment. Also, the possibility of an iatrogenic reaction can also be not ruled out in this report. A detailed case assessment can only be made after relevant information is available.